Manufacturer narrative:
The subject device was returned and visually evaluated. It was confirmed that the screw had not been fully secured in the handle and came loose as was reported. Thread tap markings were missing from the handle where the screw was inserted. Based on our evaluation we have identified the most likely root cause to be manufacturing related. To date, this is the first complaint for this production lot of 485 units released for distribution in (B)(6) 2018. A review of the manufacturing records was performed and found that this lot was manufactured to specification. A review of complaint history finds this to be the only report of a misassembled screw for the optifix fixation devices.

Event description:
It was reported that during a laparoscopic inguinal hernia repair, the optifix worked appropriately, but at the end of the case the scrub tech noticed a loose screw that had dislodged from the device. The screw was found on the drape and it had not fallen into the body. There was a missing screw in the device handle where it was believed the screw came out.